Manufacturer narrative:
A revision procedure was scheduled. No further information is available. If additional information becomes available, this report will be updated and resubmitted.

Event description:
Boston scientific crm received information that, during a pre-discharge follow-up after an implant procedure, this device had detected a left ventricular (lv) impedance measurement greater than 2000 ohms on a competitor lead. Lv loss of capture was also observed. High impedance and lv loss of capture were observed in both unipolar and bipolar pacing modes. The system was examined under fluoroscopy and it was noted the lv lead was not fully inserted into the device lead port. No adverse patient effects were observed.